Manufacturer narrative:
(B)(4). The product was returned and visual inspection confirmed that the device fractured and piece was not returned. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that the device was cracked when the tray was opened, and assumed to be broken when it went through the sterilization process. Attempts have been made and no further information has been provided.